Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Additional information obtained from the field which indicated that the tip of the right ventricular (rv) lead broke off. The lead was explanted. No additional adverse patient effects were reported.